Manufacturer narrative:
The cartridge has not been returned to animas. If the cartridge is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
The reporter contacted animas on (B)(6) 2013, alleging the patient experienced hyperglycemia for the past two days with the current measurement of 380 mg/dl with a stomachache. The reporter stated the patient¿s bg is not responding to correction boluses of insulin. The reporter stated the infusion site had been changed twice in response to the elevated bg and denied issues with the site. Troubleshooting by customer support (cs) did not reveal any product defect issues. During troubleshooting, it was discovered that the insulin cartridge had not been replaced in response to the elevated bgs. The reporter stated she was uncertain if the technique used for pressurizing the insulin vial was correct and cs reviewed this procedure with the reporter as well as instructions for expelling air bubbles from the system. The reporter stated that refrigerated insulin was used to fill the cartridge. The reporter was advised by cs to use only room temperature insulin to fill the cartridge and to monitor the system for the development of air bubble. This complaint is being reported because the patient allegedly experienced hyperglycemia resulting from use error of improper technique filling the insulin cartridge, resulting in the formation of air bubbles in the system.